Event description:
During the procedure the gasket of this device dislodged. Reportedly, as the physician attempted to remove the dilator and wire the pt experienced extreme backbleeding and it was noted that the valve of this device was missing. The pt is reported as fine and the device is being returned for co's analysis.